Event description:
The pt contacted lifescan (lfs) in 2005 alleging that there were black marks on the confirmation window of the test strips. The pt had the same issue on three different vials of test strips. No info on whether the vials had the same lot number. She also reported blood glucose results of 107, 182, 201 and 186 mg/dl with a lifescan meter, performed within 10 minutes of each other. The test strips were not expired and the technique of applying blood on the test strip was correct. Customer service sent the pt replacement test strips.